Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2017-07423. It was reported that the patient experienced st elevation. A left atrial appendage (laa) procedure was being performed. A watchman® access system was positioned in the laa and a 21mm watchman ® laa closure device and delivery system was advanced. When they were about to deploy the closure device, they noticed there was some st elevation. There was no air noted in the system before the st elevation occurred or after. The st elevation resolved on its own, no additional intervention was required. The device was implanted. There were no further patient complications reported. The patient status was stable.